Event description:
It was reported that a dexcom g7 sensor paired to both the dexcom app and the ilet simultaneously, leading to intermittent communication failure that resulted in pairing failure to the ilet, which was resolved after turning off the phone¿s bluetooth and ensuring pairing to the ilet first. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices, with the issue consistent with a communication failure involving the electrical and magnetic system and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.